Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were in emergency medical services and hospitalized due to hypoglycemia and hyperglycemia on (B)(6) 2019. The customer¿s low blood glucose level was 50 mg/dl and high blood glucose level was 400 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with glucagon, food and glucose tablet for low blood glucose. The customer was treated with manual injection for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had blank display. The device will not be returned for analysis.